Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. The procedure date is unknown. According to the complainant, on (B)(6) 2017, the jejunal tube was difficult to flush due to occlusion. The pump gave a high pressure alarm the entire morning on that day. Reportedly, the pump would alarm everytime the patient changes his position. A nurse visited the patient. Flushing was not possible, until the connector was pulled away from the inner tube and then it was possible to flush. She put the connector back together and reported that the connector was different then seen on previous jejunal tubes. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date.  Should additional relevant details become available, a supplemental report will be submitted.